Event description:
The customer reported that the system would not display a fluoroscopy image on the monitors. The field engineer noted that the left(live) monitor image was too dark and unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. The system operates as intended.